Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4+ degenerative mitral regurgitation (mr) and thick leaflets for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. Difficulty was encountered to detach clip from mandrel during deployment sequence of second mitraclip. Troubleshooting maneuvers were performed and the gripper line was removed manually. The clip was deployed successfully. The mr was reduced to grade 1+ post procedure. There was no clinically significant delay reported.